Event description:
The facility reported a colleague infusion pump that does not work. This had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with does not work was confirmed during product evaluation. The root cause of the reported problem was determined to be dirty safety slide clamp sensor. The safety slide clamp sensor was cleaned and calibration was verified to fix the problem.